Event description:
Medical record reviewed 2-11-98. Radilology note states, "stent migration from the right subclavian vein to the left pulmonary artery." This was done due to shuntogram revealing severe stenosis; therefore, an angioplasty was performed. When stent was deployed, it migrated to pulmonary artery where it remains. Stent is parallel with blood flow and shows no obstruction. Pt remains on coumadin, inr levels will be monitored.